Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A visual device analysis of the returned device identified: crease flat and an opening on patch. Leak test and microscopic analysis was performed which identified: a sharp opening under plug strap disk shell, a striated opening on patch, observed void >1 mm in non-textured, valve-to shell-bond area, and partial delamination on plug strap disk shell (cohesive failure). The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported right side deflation. The device has been replaced.